Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap sleeve gastrectomy. Each firing of a black 60mm reinforced reload on the idrive stapler with an xl adapter resulted in a slow-down in firing speed and a stopping of the firing sequence. The first 3 or 4 reloads were successfully fired to completion despite slow-downs and stops. The last reload was fired partially after the idrive failed to complete the firing sequence (less than 30mm of staples were deployed on this final firing with the idrive.) To correct this condition, a manual endo gia and 60 black reinforced reload were issued and successfully deployed to complete the resection. The surgeon re-stapled along same line the current patient status is stable with no injury. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and one adapter this evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. There were no visual abnormalities. During functional evaluation, the adapter fired slowly and initially exhibited a low firing force, confirming the reported condition of slow firing. The adapter was disassembled by engineering and found to fire at firing output upon reassembly. The root cause could not be reliably determined as the adapter was able to fire at an acceptable firing output after reassembly. The tests performed following the discovered low firing force condition did not alter the assembly configuration in a manner that should have contributed to firing force and there insufficient evidence to establish a probable root cause. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.